Event description:
Clip applier was given to tech on sterile field. Tech proceded to test fire the instrument and went to roticulate it, then it jammed. The instrument would not fire or roticulate. No injury to pt.